Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d10 - medical product: catalog #: 00222800605, flexible reamer 6.5 mm diameter, lot # unknown catalog #: 110035672, affixus pr hum tar gd barr grp, lot # 0356 g2: south africa h3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03205 h3 other text : unknown.

Event description:
It was reported that the humerus targeting guide barrel grip fractured. The sentinel reamers fractured during surgery and the targeting guide¿s small piece that fits inside the nail fractured, also the 6.0 and 6.5 mm sentinel reamers heads fractured off while reaming. There was a delay of 20 minutes, this was a primary procedure, there was no harm to patient and no piece left inside the patient. The surgical technique was followed. Attempts have been made and there is no further information at this time.